Manufacturer narrative:
(B)(4). One used ls1037 device was received for evaluation. Visual inspection confirmed the button had disengaged, and that the device body was damaged. The button was returned with the device. Inspection identified a crack in the body of the device near the button that would allow the button to disengage. A stress fracture of this type is from improper handling or dropping of the device. However, investigation of this issue could not reliably determine where and when this damage occurred. Review of the relevant device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint.

Manufacturer narrative:
(B)(4).the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the activation button fell off of the device prior to use.